Manufacturer narrative:
The investigation of the problem described in the complaint revealed the complete loss of the imaging functionality. Reason for the described issue was the overheating of the x-ray tube. After reviewing the available data, our system specialists considered the following two possibilities to be probable as potential cause: the cooling system of the x-ray tube was not been filled with water as described in the instructions for use. Evaporation of water through the cooling hoses of the system was so high that it significantly reduced the cooling capacity of the unit. However, the exact cause cannot be established as the cooling unit has been replaced and the cooling medium has been refilled. No other issues have been reported from the concerned site.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported a, "tube hot on plane a," message. The procedure was continued, and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.